Manufacturer narrative:
Hamilton medical ag comes to the conclusion: note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Additional information of the follow up: hamilton medical ag received the log files of the device for analysis. Based on the analysis of the log files, the device recorded multiple technical faults (tfs) and a start-up failure on 26.08.2024, which corresponds to the reported date of the event. The root cause was determined to be a defective internal battery, which led to the loss of external power and subsequent startup failure. The incident did not occur during active ventilation. The service technician conducted troubleshooting and confirmed the root cause. Consequently, the defective battery was replaced. Following the correction, the device started normally and operated without further issues.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: the device experienced a loss of external power and the technical fault (tf) 483008 (startup initialization failure). (2) health effects/health impact: health effects: no clinical signs, symptoms, or conditions were observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device experienced a loss of external power and the technical fault (tf) 483008 (startup initialization failure). Health effects/health impact: health effects: no clinical signs, symptoms, or conditions were observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.